Event description:
It was reported from the pt that "2 patches were installed for hernia solutions in 05. Pt went to ER in 07 with severe pain, which was diagnosed as "non-life-threatening". He was referred to a surgeon who diagnosed as a recurrence of hernia and advised against 2nd surgery due to potential risk to nerves and testicles, among other things.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.